Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis:primary osteoporosis type of fracture: compression fracture levels implanted: t12 it was reported during a post-op x-ray that the cement got leaked into the segmental vein. The surgeon started filling cement in the vertebral body after the viscosity of cement became appropriate. Cement was filled in 6ml for t12 osteoporotic vertebral fracture (ovf). The surgery proceeded without problem and the incision was closed. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.